Event description:
It was reported that the right ventricular lead impedance had slowly risen from about 900 ohms to 1000 ohms over the period of a year and an impedance alert was triggered. It was noted that the patient had gained some weight which may have caused the impedance increase. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).